Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a bilateral iliac stenting treatment procedure deployment difficulties occurred. The target lesion was located in the left common iliac artery (cia). A 7.0x60x75cm express ld iliac/biliary stent delivery system (sds) was advanced. During deployment of the stent only the proximal portion of the stent expanded. A balloon catheter was advanced to dilate the distal and proximal ends of the stent. However, the mid section of the stent looked like a dog bone. It was noted that a 6f 25cm sheath had been positioned into the stent. The distal 3rd section of the stent was ballooned and the sheath was pulled back. No additional patient complications were reported and the patient's status is fine.